Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the prime test at 4.0 lbs due to faulty force sensor resistor. Failure analysis was unable to perform basic occlusion, occlusion, the excessive no delivery and displacement test due to a33 alarm. The insulin pump was received with minor scratched display window, cracked display window corner, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window thru reservoir tube, broken on battery tube threads and cracked pump belt clip slot. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm. Customer's blood glucose was 407 mg/dl. Customer treated their blood glucose with a back-up insulin pump. The customer also stated they were unable to exit from the preparing to prime loop on the insulin pump. Troubleshooting found the customer's drive support cap appeared to be normal. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.